Event description:
It was reported that a spectrum pump turns off and on by itself. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was able to power on and off the device with both ac and dc power supplies, by using the on/off key and opening the door without the device powering off. Visual inspection was performed of the battery contact pins and found no discrepancies. A review of the event history log revealed multiple events of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.